Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, severely scratched display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump passed self-test. No display anomaly noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.